Manufacturer narrative:
Block h6: imdrf device code a150205 captures the reportable event of delivery system difficult to advance. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of delivery system difficult to advance. The device was not returned for analysis; therefore, a technical analysis could not be performed. There is not enough evidence to determine whether the reported issue was due to the physician's manipulation or technique during the procedure or related to a device malfunction. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate pseudocyst drainage during a procedure performed on (B)(6) 2026. During the procedure, the scope showed no bending and the elevator was clear. The axios catheter was wet, which caused difficulty advancing it through the scope. The catheter was removed and the steps were repeated, but resistance persisted, both at the scope tip and once inside the lumen. To attempt to resolve the issue, the catheter was removed, scope positioning was checked, and the elevator was inspected. However, the physician was not comfortable proceeding and decided to remove the stent. Therefore, the procedure was successfully completed by replacing and using another device. There were no patient complications reported as a result of this event.